Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose of 43 mg/dl. The cause of bg was unknown. Bg was addressed with orange juice. Reportedly, the customer's husband got the customer orange juice as the customer "wasn't thinking right" to get the orange juice herself. At the time of report, bg was 77 mg/dl. Reportedly, the customer stopped taking long acting insulin before starting the pump the day prior. The customer wondered if some insulin could have still been working and may have caused the low bg.